Event description:
Account reported that patient lined up on bed and was prepped for surgery. The site's lasik tech did a time out. Then the doctor verified the conventional treatment plant the engineer programmed into the laser with the treatment paperwork he filled out and gave to the engineer. Both agreed treatment was correct and proceeded with surgery. Surgeon called on (B)(6) 2014 and stated a mistreatment due to the axis being programmed at 105* instead of 165*. It was reported patient was going to be retreated on the week of (B)(6) 14. On (B)(6) 2015 account reported that patient is doing -20/30 and surgeon states this is better than he anticipated originally. Patient is not experiencing any glare or halos or any other visual disturbance as a result of the event and he was finally treated on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Account reported that it was programming error due to improper time out and working too quickly all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In the initial report question ''device evaluated by manufacturer?'' Was answered ''yes'' and it should have been ''no''. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.